Event description:
It was reported that during priming, an external fluid leak was observed from a prismaflex st100 set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1:(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed the reported leak. The condition was verified. Sa batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.